Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate (high) results with the subject meter compared to another meter performed within 30 minutes of each other. The reporter claimed obtaining a blood glucose result of "10.5" mmol/l with the subject meter and "6.0" mmol/l with another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.